Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap/open right hemicolectomy- "the surgeon was not happy with the sealing of the device, particularly on the mesenteric vessels which oozed a few seconds after sealing. He noted this was the same whether he single or dual-sealed. The registrar mentioned the ileocolic was fine, it was the smaller mesenteric vessels that wouldn't seal, even though they were fully contained within the jaws. He mentioned the same thing for the procedure beforehand, with the same lot eb010 (lap hartmanns); the handle appeared to be leaking fluid of unknown nature - could've been blood but seemed particularly dark, whether it was a mixture of blood and something else. It wasn't mentioned by the clinical team but something that I noticed, when they had opened and were using the device on the omentum. The fluid came almost all the way down the length of the shaft." Additional information received: the fluid came almost all the way down the length of the shaft, and it appeared to be coming out of the handle, possibly by the rotation knob/blade lever. Nothing out of the ordinary (normal pooling of blood perhaps) during the procedure, but not particularly at the time of leakage. No observable fluid wicking up the device shaft. Omentum tissue was being sealed and procedure converted to open. Saw the experience occur once, for around 3-5 minutes, but seemed excessive when it was happening. Device was used for about 100 activations before the experience occurred. Patient status - na.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted eschar and blood in the jaws of the device and evidence of fluid ingress on the left side of the handle. Engineering activated the device on porcine renal arteries using different areas of the jaw to test the full seal surface and found that the device's mechanical and electrical properties allowed the event unit to function as intended during the procedure. Due to the design of the device and nature of the laparoscopic procedures, insufflation pressure allows for fluid to push through the device shaft and into the handle. The root cause of insufficient seal is unknown as engineering was unable to replicate the event. Applied medical has opened corrective and preventative action reports to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate these types of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.